Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, near the end of the procedure when the device was no longer required, the balloon burst while the trocar was still inside the patient. The product was removed to resolve the issue. There was no patient injury.